Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient met with the manufacturer¿s representative (rep) with complaints of stimulation being in the correct location but that it was sporadic-going from nothing to very strong. This had been happening since (B)(6) 2014 and there were no reports of trauma. She had kept it off since then but had kept it recharged. As a result the patient experienced less than 50% therapy relief in the low back. Impedance testing showed high impedances of greater than 10000 on electrode 12 which was an active contact in the group. The patient was reprogrammed around that contact with good results. The sensor was also activated. The patient was happy with stimulation and receiving effective therapy. No further action was needed at the time of the report. It was unknown what the cause of the issue was.